Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was not reported. On unreported date(s), the patient was treated with unspecified therapy (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. Treatment was ongoing at the time of this report. After seven days of hospitalization, the patient was discharged. Dianeal therapy was ongoing. It was not reported if the patient was recovered or was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). It was not reported if extraneal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the peritonitis manifested with unspecified pain. The patient was hospitalized for the pain.treatment and outcome of the pain was not reported. Should additional relevant information become available, a supplemental report will be submitted.